Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital mid-may with complaints of abdominal pain. A right heart catheterization was conducted and it was determined that the patient was in right heart failure. The patient was put on milrinone and discharged home. The patient was later re-admitted due to abdominal pain and it was noted that the patient had a splenic infarction. Additionally, the patient¿s right heart failure had not improved. The patient¿s lactate dehydrogenase level was noted to have been elevated and the patient had dark urine. The patient was reportedly not always compliant with coumadin and inr checks, and had periods of sub-therapeutic inr. The patient received a pump exchange on 06/02/2015 due to shortness of breath. It was reported that thrombus was suspected and the splenic infarction was likely due to emboli.

Manufacturer narrative:
Approximate age of device ¿ 6 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A log file extracted from returned system controller was evaluated and revealed power elevations consistent with pump thrombus. The evaluation of the returned pump revealed depositions on the inlet rotor bearing ball and the distal rotor. The inlet bearing ball revealed a dark red, tissue-like deposition. The deposition was consistent with denatured blood and had a ring-like structure, indicating that it likely developed over an undetermined period of time while the pump was in operation. Its origins and the duration of its presence in the pump could not be conclusively determined. The distal rotor revealed a dark red, hard deposition. The deposition was strongly adhered to the rotor; however, it lacked laminated layering indicating that it did not initially form at this location. Although the evaluation could not conclusively determine the origin this deposition or the duration of its presence in the pump, its areas of denaturation suggest that it was likely present while the pump was supporting the patient. Although a specific cause for the observed depositions could not be conclusively determined through this evaluation, the depositions were partially obstructing the blood flow path and could have contributed to the reported increase in the patient¿s lactate dehydrogenase level and symptoms of thrombus. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A correlation between the device and observed thrombus could not be conclusively determined. Device thrombosis and right heart failure are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.